Event description:
A nurse reported that a system message displayed during a vitrectomy procedure. The patient's eye was stabilized and they tried a "quick boot" without success. The customer contacted technical services and was instructed to do a complete reboot of the system. The system rebooted successfully and the case was able to be completed following a delay of greater than 15 minutes. There was no harm to the patient. The customer also reported that c3f8 gas pressure would not go above 150 psi, the system was "rejecting" cassettes during set-up, and that it was not recognizing when the bss (balanced salt solution) bottle was low.

Manufacturer narrative:
The company representative examined the system and duplicated the problem reported. The supervisor printed circuit board (pcb) was replaced. The system was then tested and met all products specifications. A sample has been received and evaluation is in progress. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause has not yet been determined. (B)(4).